Event description:
The customer contact reported that during preventive testing at the user facility, the device powered off without sounding an audible alarm. There were no reports of any adverse patient events and no reported delays of critical therapies while the device was in clinical use. Though requested, no add'l info was provided.

Manufacturer narrative:
The device has been rec'd. Investigation is not complete. This report represents all the info by the reporter upon query by hospira personnel.